Event description:
It was reported that during infusion, the catheter allegedly broke. It was further reported that the distal catheter segment migrated to the atrium. The distal catheter segment was removed. The current patient status is stable.

Manufacturer narrative:
H10: manufacturing review: a device history record (DHR) review could not be performed as the batch/lot number was not provided. Investigation summary: one powerport MRI isp with groshong catheter in two segments were returned for evaluation. Visual, microscopic visual evaluation and functional testing were performed. The investigation is confirmed for catheter break as a complete circumferential break and partial circumferential fracture were noted at the distal and proximal end of the cath-lock. Both edges of the break on the proximal and distal ends were jagged. The surface texture on both edges was granular and rounded. The edges of the partial circumferential break were jagged, with rounded and granular surfaces. The port body with attached catheter segment and detached distal segment were patent to infusion and aspiration with a leak noted at the partial break on the distal catheter segment. The areas around the splits have been dulled/discolored slightly due to the rounding/friction and also the broken catheter lumen appears to have a flattened elliptical shape. However, the investigation is inconclusive for catheter migration into atrium as the reported event cannot be replicated. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. However, the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4,h6(device: 2889) h11: h6(method, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently pending.

Event description:
It was reported that during infusion, the catheter allegedly broke. It was further reported that the distal catheter segment migrated to the atrium. The distal catheter segment was removed. The patient status was unknown.